Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from our foreign affiliate. A contact lens distributor in another country, reported a patient was initially fit with acuvue oasys contact lenses in 2007. Five days later, the patient reportedly had a red, right eye, and continued wearing lenses. Later that day the patient sought treatment at an eye clinic and according to the doctor at the contact lens distributor, the patient was diagnosed with a bacterial infection. Our foreign affiliate made multiple attempts to get information from the treating eye clinic. The patient was reportedly seen in 2007. The person that our company representative at our foreign affiliate contacted would not provide a diagnosis nor would they confirm or deny that the patient had a bacterial infection. We were advised that the patient had a "corneal disease", was treated with antibiotics at the 2007, visit the patient's right cornea was almost healed and the patient was allowed to return to contact lens wear. The clinic would not provide additional information citing patient confidentiality. The clinic representative asked us not to call about this patient again. The patient's lenses have been requested for investigation. Neither the lenses nor the lot number of the lenses in question have been received. No further information is expected. The limited information provided suggests the patient may have had a bacterial corneal infection, this is being reported as a worst case.